Manufacturer narrative:
(B)(4).

Event description:
The patient reported they had experienced a loss or change of therapy. The patient had an accident on her bed. The patient wanted to know how to increase her stim. Patient services walked the patient on how to increase her stim. The patient felt stimulation. Event date: (B)(6) 2015. Indications for use were noted as fecal incontinence and gastrointestinal/pelvic floor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that she had a loss of therapy. She experienced leaking in her bed on (B)(6) 2016. The patient tried turning the device up before she would go to bed but it still occurred. The patient also had to leave church on (B)(6) 2016 because she had leaking issues. The patient was on program 2 at 1.25v and did feel stimulation. It felt more like a pinch. The patient reportedly felt stimulation at 0.0v in her bike seat area.